Event description:
It was reported that this right ventricular lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional (hcp). It was noted that the device has less than 3 months remaining on the battery so the patient may wait until the changeout to evaluate the lead. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.